Event description:
This is a customer inquiry received on 22-apr-2025 by (B)(6) reported by person in charge. The inquiry has been initially received in japanese. According to the reporter, the following issue occurred: request: defective air/water supply. Reportedly, this issue involves the following olympus product gif-pq260. According to the available information, this issue did not cause or contribute to a positive test culture, (suspected) infection, death; did not occur during a procedure. The reporter stated that the device is expected to be returned. Reportedly, a customer letter is not requested. Unknown information is: (7) event date. Translation of updates from local source systems done by triage analyst (B)(6) fluent in english and japanese on 25-apr-2025.

Manufacturer narrative:
B3: olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected fields: b5.

Event description:
During the device evaluation of the gastrointestinal videoscope, foreign objects were observed in the nozzle. There was no patient involvement.